Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745bp, serial#: (B)(4), product type: accessory. Product ID: 97745, serial#: (B)(4), product type: programmer, patient product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there were communication issues with the controller. The patient claimed they had to keep it plugged it otherwise they got a "try again" message however they could recharge just fine. The rep said they instructed the patient to charge the controller and call them back in 1hour to test. The rep then met with the patient on (B)(6). They reset the controller and it displayed the no device found message when trying to connect to the ins without the recharger (rtm) connected. Technical services (ts) had the rep connect the rtm and the rep stated that they were able to get the controller to connect for a normal recharging session with poor recharge quality and then it switched to excellent. The ins was showing the orange indicator (charge level <(><<)>20%) and the controller was showing 100% charged. The rep indicated that the ins was superficial, and they could feel the ins. The rep tried to start a second recharging session and the rtm connected but then disconnected right away and went to the no device found screen. The rep connected a second rtm to the patient's controller and indicated that the controller connected with excellent status and was maintaining a connection unlike the way the patient's rtm was. While troubleshooting with repair, they determined that the determined that the issue was not related to the external devices as the same difficulty maintaining a connection to the ins was seen with all new external components belonging to the rep. The rep called back and stated they started the passive recharging process and it showed number in the 90s. The rep said they attempted approximately three times to connect their own controller/rtm to the ins for a normal recharging session and got the no device found screen. The rep then connected the patient's rtm to the controller and it connected for normal charging with excellent coupling. The session maintained a connection for several minutes. The rep noted that the ins was not deep and was parallel to the skin. The rep didn¿t see any reason why the patient lost coupling with the slightest movement by the patient. The rep tried their controller with the patient's rtm and there was no connection. Recharge data showed: 10/12 0 minute, 10/16 30-100% 50minutes, 10/21 20-40% 30minutes, 10/23 10-20% 0 minutes, 30-40% in 10minutes. The rep used their controller to couple with the patient's ins and was able to connect but they were still not able to get to the recharge screen; they got ¿retry, got poor quality¿ with top of the antenna over the ins, then the device switched to excellent quality, then switched to no device found. It was noted that it was very difficult to connect to the ins so the rep wanted the external devices replaced; a replacement controller, battery pack and rtm were sent to the patient. Later, the rep and patient called back with the new controller and it was able to find the ins but the controller would revert to screen 16. It appeared to be similar to previous troubleshooting with the antenna over the ins but they were having issues initiating an actual recharging. The day prior the ins charge level was 50% and the patient indicated recharging every 3-5 days, so a low ins battery was unlikely. Per the patient, all new devices were used. On (B)(6) the rep called back to walk through the ins disable and re-enable process while with the patient. The controller battery was 100%, the ins was in the orange or red level and the controller was connected normal. When the patient moved into a reclining position the controller switched to the poor recharge quality screen. The rep had the patient stand up and then the controller was able to connect to the ins again. The rep stated that when they put the rtm in the elastic pouch while standing then the rtm loses connection to the ins. The rep tried to get the rtm to connect to the ins again and it connected for a few seconds and then switched to the no device found screen. Ts had the rep start another recharging session while the patient was standing up and the controller connected to the ins. Ts had the rep change the recharge mode from mode 4 to mode 3. The rep then indicated that the controller was connecting to the ins for normal recharging. The rep moved the recharging antenna a little bit and the controller switched to poor recharge quality and then back to excellent as the rep moved the recharging antenna back over the ins. At this point the controller/rtm seemed to be functioning normally and the patient was standing for this recharging session. The rep attempted to put the rtm in the recharging belt and have the patient sit down again. They attempted to start a recharging session and the rtm connected for moment and then switched to the ¿try again¿ screen. The rep had the patient lay down and the controller/rtm was able to connect to the ins for a normal recharging session. The controller seemed to remain connected for charging while the patient was in this position. Ts had the rep attempt to use a spacer between the rtm and the surface of the skin. The rep indicated that the spacer caused the controller to be unable to connect to the ins for charging. The rep removed the spacer and adjusted the rtm with the belt and again started a charging session with the patient in a seated position. The rep was able to get the controller to remain connected for recharging for an extended period of charging. The rep noted that the ins was 0.5cm deep and all sides are equally deep. The rep assured ts that a revision of the current pocket would not improve the charging efficiency. The rep then ended the call and said they were going to continue to charge the ins with the patient, and they were having more success with charging the ins at the end of the call than they were during previous attempts. The rep called back to report that the charge level was still orange, but on the call it switched to show 30%. Ts reviewed it needed to be at 30% to see an actual number after being depleted. The rep called later and said the patient could not get communication with the ins and controller unless it was right next to the ins. The rep met with the patient that morning ((B)(6)) and they walked through a lot of troubleshooting. They sent the patient home to charge the ins and the patient stated that they charged the ins up to 100% but later on stated they didn't remember seeing 100%. Ts walked the patient through interrogating the ins and they just saw no device found: retry or recharge. Ts had the patient click on recharge and it came up with the passive recharge mode screen with a 74. They attempted this for about 5 min and then tried to reconnect but got the same thing. They tried to connect with the controller and saw reposition antenna. The rep noted that they felt like the ins needed to be replaced as they have already replaced the controller, battery pack and rtm. Ts suggested that they should try the passive recharge mode with the patient and do the disable/reenable step 1-2x before making decision to replace ins. The patient stated the system worked fine for 6 weeks before this started. The rep called again to report the controller displayed a software problem (screen 99) - code 58. Ts reviewed to reset the controller. The rep mentioned they told the patient they may have to replace the ins and the patient started crying; the rep noted the patient has issues reaching around to the ins due to a shoulder injury so this has the patient fairly frustrated. Ts consulted with engineering who noted that they thought this was a use issue or environment issue and because the ins can be recharged if the patient is in a static position (e.g. Lying down or standing up) that movement/shifting to a sitting position would be more likely to affect the positioning/recharge performance of the externals rather than the ins. No symptoms were reported. On (B)(6) 2019 it was reported that a replacement was scheduled for (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Ins (serial# (B)(4)) was returned but not yet analyzed; a supplemental report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient was doing great and the replacement ins was working better than the previous. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (serial# (B)(4)) determined that there was abnormal function of an integrated circuit on the hybrid circuit board of the ins. It was noted that the ins functioned properly when received. Telemetry between the ins and the clinician programmer or controller could be done up to approximately 17 feet away. During a recharge session done at body temperature, the recharging stopped 17 minutes into the session. After this event, the ins could only communicate with the clinician programmer or controller at a distance less than 1 foot. The ins was sent for additional analysis and it was determined that the limited-distance telemetry issue was due to reduced transmit power from the telemetry module on the hybrid circuit. The specific issue within the telemetry module could not be determined as the failure cleared during analysis activities and could not be re-established. If information is provided in the future, a supplemental report will be issued.